Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
On (B)(6) 2023, a revision surgery took place, utilizing the blueprint planning feature. The attached blueprint planning report outlines the details of the procedure. Subsequent to the surgery, a stroke occurred in the patient. It is postulated that the patient's arm underwent pulling forces by hospital staff during transfers, resulting in complications. Consequently, both the baseplate and sphere became dislodged from their intended positions. In response to this incident, the decision was made to extract and replace the baseplate, screws, and sphere (perform reversed). The original ascend flex stem remained in situ, while the tray and poly (tornier flex) were substituted. Notably, no x-rays were taken; rather, a blueprint CT scan was employed. No exceptional circumstances, such as additional trauma, underlying medical conditions, or issues like delayed or non-union, were identified in relation to the aforementioned event.

Manufacturer narrative:
Based on the investigation results, the device is concomitant since the device did not contribute to the reported event. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reassessed.

Event description:
A revision surgery took place, utilizing the blueprint planning feature. The attached blueprint planning report outlines the details of the procedure. Subsequent to the surgery, a stroke occurred in the patient. It is postulated that the patient's arm underwent pulling forces by hospital staff during transfers, resulting in complications. Consequently, both the baseplate and sphere became dislodged from their intended positions. In response to this incident, the decision was made to extract and replace the baseplate, screws, and sphere (perform reversed). The original ascend flex stem remained in situ, while the tray and poly (tornier flex) were substituted. Notably, no x-rays were taken; rather, a blueprint CT scan was employed. No exceptional circumstances, such as additional trauma, underlying medical conditions, or issues like delayed or non-union, were identified in relation to the aforementioned event.